Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the entire image had a red or greenish color from the startup of the device, and there were areas that look greenish and areas that look pinkish, during an unspecified diagnostic procedure, involving an endoeye flex deflectable videoscope. There was no patient injury reported.